Manufacturer narrative:
Evaluation completed. The nkv-550 ventilator is designed to perform a system reset when software utilization goes beyond a certain threshold. This is done per design to provide a recovery mechanism in the unlikely event of a software failure and upon a reset, ventilation resumes in less than 30 seconds to minimize patient risk.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the ventilator spontaneously shut down while ventilating a patient. According to the bedside nurse, no one had touched the ventilator when it sounded a high pitched alarm, the screen was black with the red indicator alarm light on. The nurse immediately started to hand ventilate the patient when the respiratory therapist came in and took over hand ventilation. At that time, the ventilator spontaneously initiated its start up and the therapist put it into the standby mode. A replacement ventilator was set up for the patient. No harm came to the patient. Based on the debug log, the ventilator had a successful restart to resume ventilation.